Event description:
Event description guidant received information that during the changeout of the implantable cardioverter defibrillator (ICD) for normal battery depletion, the impedance measurements of this right ventricular (rv) defibrillation lead were noted to be greater than 3000 ohms.